Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported guide detachment and difficult to remove could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device via an 8f sheath, using a pre-close technique, prior to an aortic balloon valvuloplasty procedure. Reportedly, the distal portion of the proglide device broke in the patient after the physician had deployed the sutures and was trying to remove the device. A cut down was performed to remove the proglide device and hemostasis was achieved surgically. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.